Manufacturer narrative:
As the stent remains implanted in the patient and there was no report of delivery system malfunction, the device was not requested. As the lot number was not reported, a review of the lot history record (lhr) was unable to be conducted. A review of instructions for use confirmed that restenosis is labeled as a known potential adverse event. Investigation is not yet complete. A follow-up report will be submitted with additional relevant information.

Event description:
On (B)(6) 2019, male patient with medical history of abnormal myocardial nuclear perfusion study. Presented for planned percutaneous coronary intervention (pci). Angiography showed 90% stenosed diagonal, greater than 70% stenosis in left anterior descending (lad), 60% ostial to 20% stenosis in lad, and a large dominant circumflex coronary artery that was patent but had mild disease. The 90% stenosed, 24 mm long lesion in the 1st diagonal coronary artery was prepared via atherectomy catheter (diamondback); intravascular ultrasound (ivus) was then performed, followed by pre-dilatation. A 3.0x24 mm cobra stent was then deployed in the lesion without reported issue. On (B)(6) 2020, the patient was admitted for treatment of in-stent restenosis and was treated via deployment of a drug-eluting stent, resolving issue.

Event description:
On (B)(6) 2019, male patient with medical history of abnormal myocardial nuclear perfusion study presented for planned percutaneous coronary intervention (pci). Angiography showed 90% stenosed diagonal, greater than 70% stenosis in left anterior descending (lad), 60% ostial to 20% stenosis in lad, and a large dominant circumflex coronary artery that was patent but had mild disease. The 90% stenosed, 24mm long lesion in the 1st diagonal coronary artery was prepared via atherectomy catheter (diamondback) followed by pre-dilatation. A 3.0x24mm cobra stent was then deployed in the lesion without reported issue. On (B)(6) 2020, the patient was admitted for treatment of in-stent restenosis and was treated via deployment of a drug-eluting stent, with no additional complaints. Though requested, no additional information was provided.

Manufacturer narrative:
H2 additional information: b3 added. B5 revised. E1 telephone number added. As the stent remains implanted in the patient and there was no report of delivery system malfunction, the device was not requested. As the lot number was not reported, a review of the lot history record (lhr) was unable to be conducted. A review of instructions for use confirmed that restenosis is labeled as a known potential adverse event. The investigation determined that a definitive root cause was not able to be assigned to the reported complaint. Intracoronary stent restenosis is multifactorial (including, but not limited to, patient lesion type, disease progression, comorbidities, and vessel trauma during the index procedure). Restenosis can also result from malapposition of the stent/sub-optimal stent expansion (stent unable to maintain intended patency, loss of strength due to fracture, position of stent compromised, use error of incorrect deployment, smaller deployed diameter). Relationship between restenosis and study device cannot be completely excluded. The identification of restenosis at the site of the treated lesion does not imply a technical problem with the study device or study procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling; there is no evidence of a device deficiency.